Event description:
Initially this report was received by baxter customer service and is a report from a nurse in the USA of a breach in aseptic technique and peritonitis in a home patient (hp) coincident with dianeal pd2 ambuflex therapy. At the time of the initial report it was reported that dianeal pd2 ambuflex therapy was ongoing. On (B)(6) 2012, baxter (B)(4) received the following additional information from the peritoneal dialysis nurse (pdn). On an unspecified date in (B)(6) 2010, the hp began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) nightly for peritoneal dialysis (pd). The reporter clarified that the hp performed pd therapy exclusively with dianeal pd2 ambuflex and does not use dianeal pd2 ultrabag. On an unknown date in (B)(6) 2012, the hp experienced air in line and shoulder pain. On an unknown date the patient had recovered from the events of air in line and shoulder pain (details not provided) without medical treatment. On (B)(6) 2012, the patient experienced cloudy pd effluent and was subsequently hospitalized for the event on (B)(6) 2012. On an unknown date in (B)(6) 2012, while hospitalized, treatment with vancomycin ip (dose and frequency rate not reported), levaquin (by mouth) po (dose and frequency rate not reported), and cipro (intravenous) IV (dose and frequency rate not reported) was initiated. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date in (B)(6) 2012, vancomyin ip, levaquin po, and cipro IV were discontinued and vancomycin IV (dose and frequency rate not reported) was initiated at the pd clinic. On (B)(6) 2012, while at home, it was reported that the hp had experience of "bloated/distended" (unspecified) and constipated. On (B)(6) 2012, while at home, it was reported the patient experienced scrotal swelling. On that same date, while at the pd clinic, it was reported pd therapy was held due to a possible peritoneal leak (unknown cause and origin). On the same date while at the pd clinic the pd drainage was reported to be clear. On (B)(6) 2012, hemodialysis therapy was initiated. On an unspecified date in (B)(6) 2012, the pdn reported the patient had recovered from the events of bloated/distended, constipated, and scrotal swelling. At the time of this report, the pdn reported the event of peritonitis due to coagulase negative staphylococcus was ongoing and improved. Per the nurse, the cause of the peritonitis was a break in aseptic technique (details not provided). The pdn reported the events of peritonitis, bloated/distended, constipated, and scrotal swelling were not related to a baxter device or solution. Baxter is attempting to obtain additional information regarding this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique. The assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.